Manufacturer narrative:
Correction to initial MDR should have been (B)(6) 2018.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was placed on antibiotics and underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial #: (B)(4) description: scs 70cm iii lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was placed on antibiotics and underwent an explant procedure. No further information could be obtained.